Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g experienced cannula breakage. The following information was provided by the initial reporter: material no. 320119 batch no. 8205944. Verbatim: having needles break in site. Went to ER to get an xray to locate one of the needles the ER could not locate a needle in site with xray. Consumer is injecting with 1 needle in the morning with 2 pens. Informed consumer not to reuse and use a new needle every injection. Consumer no longer has items.

Event description:
It was reported that the bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g experienced cannula breakage. The following information was provided by the initial reporter: material no. 320119, batch no. 8205944. Having needles break in site. Went to ER to get an xray to locate one of the needles the ER could not locate a needle in site with xray. Consumer is injecting with 1 needle in the morning with 2 pens. Informed consumer not to reuse and use a new needle every injection. Consumer no longer has items.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.